Event description:
A malfunction alarm identified as malf 0 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to reset the pump, successfully resolving the issue as the malfunction did not recur, and continued using the pump with advice to call back if issues reappear.